Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 7.1 mmol/l. The customer stated that there is no significant event leading to the alarm. The customer just woke up and he was very sweaty while he was in bed. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces also, with severely scratched display window. No moisture damage on the electronics or the motor noted. The insulin pump had cracked reservoir tube lip and cracked reservoir tube.